Manufacturer narrative:
Additional information: the report of low speed alarms and pump stoppage events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined through this evaluation. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log files are consistent with a compromised wire in the driveline; however, a root cause for the pump stoppage events and a correlation to the evaluation of the returned device could not be determined, as only 2.5 inches of the patient¿s driveline was returned for evaluation. The device was returned with the driveline cut approximately 2.5 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the device, examination of the pump blood-contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. Electrical continuity testing was performed on the pump-end portion of the driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The bionate layer and shielding were removed from the driveline and examination of the underlying wires revealed no anomalies or insulation breaches. The returned portion of the driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 3 months the patient received a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a clinic visit the patient¿s system controller was interrogated, revealing multiple pump stops and speed drops. The patient¿s system controller log file was submitted for evaluation. The manufacturer¿s technical services representative reviewed the log file submitted on 05/13/2016 and noted 9 pump stoppage events, all of which appeared to have occurred while the lvad system was connected to the patient cable and power module. This type of behavior has been linked to potential issues with the driveline. On (B)(6) 2016 a second log file was submitted for review. The log file had captured pump stoppage events and low speed advisory alarms that appeared to occur only while the lvad was connected to the power module with the patient cable. It was reported that a driveline evaluation and review of x-ray images by the technical service representatives determined that there was a potential driveline issue with the portion of the driveline internal to the patient; therefore, an external driveline replacement was not performed. The patient was provided with an ungrounded patient cable for use with the power module and was listed for heart transplant. The patient subsequently received a heart transplant on (B)(6) 2016. No additional information was provided.